Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.4. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to between 280 and 230 mg/dl while wearing the pod between 4 and 24 hours with report of redness/swelling. The patient reported that the pod was leaking. There were no confirmed alarms or alerts received and they confirmed that the pink slide moved forward. However, the patient could not confirm that the cannula was inserted into the skin during wear. Upon pod removal, the cannula appeared normal. The location of pod insertion was not specified.